Event description:
The customer reported that the system displayed a filament regulator error message. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The high voltage tank and the high voltage cables were regreased. The filament was calibrated. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.